Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed ram malfunction failure with the computer. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A site representative reported that the site had to manually send an exam multiple times from the imaging system before it would successfully transfer to the navigation system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.